Manufacturer narrative:
Multiple attempts were made to try to obtain further information about this case, but customer declined to provide the requested details. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint from the customer reporting various oxygen supply alarms occurred on the v60 ventilator. The device was in clinical use. The patient was transferred to an alternative ventilator without issue. There was no report of harm. Investigation ongoing